Event description:
It was reported that decreased pacing lead impedance and externalized conductors were observed during a routine follow-up. The lead was capped and replaced. The patient was in good condition afterwards.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.